Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer experienced a high blood glucose of 478 mg/dl. The customer treated for her high blood glucose with a bolus delivery. Troubleshooting was performed. No leaks or air bubbles were found and insulin exited the tubing during a manual prime. It was found the time and date were incorrect. The customer stated that the active insulin time was supposed to be set to 3 but was set to 6. She was advised to check the settings with her healthcare provider. No significant alarms were found in the history and the bolus history was correct. The high pressure test was performed and passed. The customer was advised the insulin pump was working as designed. She was further advised to change the entire set, reservoir and insulin and to speak with her healthcare provider. Nothing further reported.